Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was reported that the cycler set was returned with the cycler, when the cycler was received it did not contain the cycler set. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to finding the fluid leak, the contact stated the cycler displayed a ¿draining slowly¿ message. In addition, an ¿m31 air detected in cassette¿ alarm occurred (twice) while the patient was in drain 3 of 4. They contacted ts to gain assistance with bypassing the alarms. The ts representative advised the contact to discontinue the treatment and a replacement cycler was issued to the patient. When the cycler door was opened to remove the cassette, the contact saw fluid dripping from the cassette compartment. The contact was unsure what caused the leak. They confirmed the cycler set was examined for defects prior to treatment set-up, and no visible defects were found. The patient did not complete their treatment. It was confirmed there were no symptoms or other issues due to the incomplete treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. The contact confirmed that the patient¿s pd nurse was notified of the fluid leak and subsequent cycler replacement. The replacement cycler was received and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler. A request to have the cycler set rerouted to the appropriate manufacturing site was submitted.